Event description:
Information was received from the patient receiving intrathecal bupivacaine, morphine (unknown), and unknown medication via an implantable pump for non-malignant pain. The patient reported that every time they go to use the controller, a code pops up and they have to reset it. The patient stated this had been happening for about a month and they spoke to someone at healthcare provider (hcp) office who advised to close all. The patient did not know what the other code was that started 1 month ago however the 338 code started two weeks ago. Agent had patient go into the settings app and tap patient data service to clear the data on the cache. They confirmed that they were not due for a bolus and would call back if the issues continue. 2025-10-28 (B)(6) update (con) document contains no new information regarding the reported event. 2025-11-03 patltr (con): additional information received from the patient indicated that the event did not resolve; the patient tried to reset several times and had no luck getting it resolved. 2025-11-20 (B)(6) <(>&<)> update (con): additional information received from the patient indicated that the personal therapy manager (ptm) took a long time to connect and gets stuck at different percentage. Patient service assisted with clearing the data on the handset. Agent had them connect with pump and the device connected fast. Refer to pe (B)(4) for report of catheter obstruction.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial # (B)(6); product ID a820, serial # unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.